Event description:
It was reported that the bd phaseal¿ optima injector n40-o experienced flow issue during infusion. The following information was provided by the initial reporter: patency of optima connections and pressure build up in tubing: the continuous chemo started to beep occluded and the nurse removed the tubing from the pump and noted the tubing was very full and slightly bulging where the tubing is more elastic where it fits into the pump. Instead of trying to flush the tubing(on a prior occasion this caused the tubing to break and splash chemo into a nurse¿s eye) the nurse undid the blue clamp to disconnect the phaseal and flush the line below the phaseal and not increase the pressure in the tubing. When the clamp was undone the phaseal ¿popped¿ apart from the pressure in the line. So this line had been running for hours with the phaseal clamp in place and no overt issues but at some point the phaseal was no longer patent and pressure built in the line until the infusion pump beeped occluded patient line. The connection was below the infusion pump and was a primary infusion. The chemo comes primed from the pharmacy and the ¿pop¿ happened with the nurse removed the blue clamp that is on to ensure the phaseal stays engaged.

Manufacturer narrative:
H6: investigation summary no samples or photos received for investigation. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and there is no damage on the product. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ optima injector n40-o experienced flow issue during infusion. The following information was provided by the initial reporter: patency of optima connections and pressure build up in tubing: the continuous chemo started to beep occluded and the nurse removed the tubing from the pump and noted the tubing was very full and slightly bulging where the tubing is more elastic where it fits into the pump. Instead of trying to flush the tubing(on a prior occasion this caused the tubing to break and splash chemo into a nurse¿s eye) the nurse undid the blue clamp to disconnect the phaseal and flush the line below the phaseal and not increase the pressure in the tubing. When the clamp was undone the phaseal ¿popped¿ apart from the pressure in the line. So this line had been running for hours with the phaseal clamp in place and no overt issues but at some point the phaseal was no longer patent and pressure built in the line until the infusion pump beeped occluded patient line. The connection was below the infusion pump and was a primary infusion. The chemo comes primed from the pharmacy and the ¿pop¿ happened with the nurse removed the blue clamp that is on to ensure the phaseal stays engaged.